Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had two diopters of unexpected cylinder. Additional info was received from the surgeon, who reported the pt has an unusual postoperative refraction and persistent refractive error. The surgeon stated it was unk whether the lens contributed to the event, which continues and is not expected to resolve.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).